Event description:
The user facility reported a pressure increase while using a capiox fx15 during a procedure. Five (5) minutes after profusion was started, the inlet pressure increased to 500mm/hg. The heart-lung machine was changed out within a short period of time. It was reported that the procedure was completed successfully and there was no harm to the patient.

Manufacturer narrative:
Methods (other) - the perfusion record was analyzed, but there is no code available. The actual device was returned and evaluated. Upon rinsing and drying the actual sample, visual inspections confirmed there were no anomalies such as a break or irregular fiber winding. The actual device was performance tested with the circulation of bovine blood (hct35%, temp 37°c) at each flow rate and the pressure loss was determined. No obstruction was verified. The obtained values confirmed that product specifications were met and were comparable to a retention sample that was used for comparison. Further testing was completed by circulating bovine blood (hct35%, temp 37°c) at 5l/min for 6 hours. No obstruction was noted. Upon review of the perfusion record, it was noted that jonosteril and heparin were used as the priming solutions and neither had a high ph. (A high ph could lead to an increase in pressure). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The actual sample was verified to be normal product with no inherent deficiency. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 10/16/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00256 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00256 to provide corrected event information: at some stage during the circulation, the inlet pressure increased up to 500mmhg. The heart-lung machine was changed out in a short period of time. There was no harm to the patient.